Manufacturer narrative:
All info provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Normal device characteristics. Helix could extend and retract.

Event description:
It was reported that prior to implant the helix would not extend. This lead was not used.